Manufacturer narrative:
H10: the serial read-out of the pump (real time device parameters and setting recording file) was analyzed and no deviation was found. Log files were not completed since the hardware revision was 0 with limited internal memory to store hardware deviation. This could be the reason why log files did not reveal any hardware malfunction. In order to prevent this kind of failure from happening again and as a precaution, the non volatile memory (nvmem) was cleared and the software of the roller pump was upgraded. Complaints database analysis revealed no similar event since unit installation in 2010. Based on all the above facts, considering the nature of the problem and the manufacturing year of the device, it cannot be ruled out that the root cause of the reported event could be: an intermittent electrical issue affecting the pump and the connection between the pump and the e/p pack, or rotor blocked by foreign object.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 suddenly stopped without any errors/alarms during a by pass. After a restart it worked and the same issue happen after a while in the same procedure. Then the perfusionist replaced this pump with another s5 roller pump 150. There is no report of any patient injury.

Manufacturer narrative:
Livanova deutschland manufactures the s5 roller pump. The incident occurred in qatar. The complained roller pump has been physical and technical safety inspected. No problem could be identified according to customer, this problem during the case occurred two times without any error on the display, the pump suddenly stopped and when turn the encoder it runs again normally. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.